Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited loss of capture at maximum output and high impedance. The lead had dislodged due to twiddler's syndrome. The lead was explanted and replaced.